Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A representative reported that following an intraocular lens (iol) implant procedure, a patient is experiencing blurred vision while reading and at distances. The lens was exchanged approximately two months later. Additional information has been requested but not received to date.